Event description:
The patient received his scs system on (B)(6) 2009. It was reported on (B)(6) 2009 that the patient said he noticed his ipg would randomly turn on by itself and then, he would experience overstimulation sensations. The patient reported that the stimulation was effective under normal operating conditions. The physician explanted and replaced the ipg on (B)(6) 2010. No further information is available.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg was returned nonfunctional. Battery was depleted and the ipg would not communicate. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.